Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # c01b, 510k # k180700 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported per clinical study that the patient underwent vertebroplasty at t12. Intra-op, cement extravasation occurred when cement was being implanted at superior disc space. Cement extravasation was determined not to be clinically significant. Bone cement volume implanted was 4cc. Sponsor assessment determined that the procedure was related to the procedure.